Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times , and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received an inquiry regarding brady function when the device had reached elective replacement indicator (eri) and end of life (eol) boston scientific technical services (ts) confirmed that brady functions remain the same in eri and eol status. No adverse patient effects were reported. Subsequently this device was explanted for unknown reason approximately three years later and returned.